Manufacturer narrative:
The evaluation of the returned device confirmed driveline damage that would have contributed to the reported pump stoppages and low speed events while the system controller was connected to the power module. The pump was returned with the driveline severed approximately 5 inches from the pump housing and the distal portion was returned measuring approximately 33 inches. Examination of the driveline revealed no damage to the outer silicone jacket, metal braided shield or bionate layer. Electrical continuity testing did not reveal any discontinuities or shorts. Insulation breaches were identified on the yellow and black wires at the nipple of the pump housing, exposing the conductors within. The observed damage to the yellow and black wires appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged wires made contact with the metal braided shield while the system was connected to the power module, the resulting electrical short to ground could have resulted in the low speed events and pump stoppages captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage, or evidence of adhered depositions or thrombus formations. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a low speed operation was observed in the pump history file. A possible driveline fracture was suspected. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.